Manufacturer narrative:
On inspection of the device at the service center, the issue could not be replicated. A replacement fuseview was sent to the site.

Event description:
It was reported that the fuseview would restart randomly before and during cases. There was no patient injury or other adverse health consequence.